Event description:
A surgeon reported seeing a scratch on an intraocular lens (iol) prior to implantation. There was no patient impact.

Manufacturer narrative:
The product was retuned for analysis. The product did not meet release criteria and no further investigation was conducted. The optic was scratched near the topic center and had loose particulate. In addition, the micro marks observed when using alternate microscopic inspection methods have previously been investigated and do not have any negative effect on visual acuity. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number.